Event description:
It was reported that there was an alert due to the right ventricular (rv) lead rv coil with an impedance measurement less than 20 ohms for approximately 80 weeks and currently back to a normal measurement. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the distal portion of the lead was received measuring 29.5 cm. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. Concomitant products: 6945-65 lead, implant date: (B)(6) 2000. (B)(4).